Manufacturer narrative:
(B)(4).

Event description:
It was reported this device prematurely reached elective replacement indicator three months from being implanted. Review of a session record revealed a sudden increase in current drain that correlated with the sudden battery depletion. The source of the prematurely depletion was unknown. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the hybrid anomaly was undetermined.